Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the short interval counter (sic) continues to increase since implant of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.